Manufacturer narrative:
The customer was sent a replacement power supply. The issue with a damaged rev p power supply for the pump in style device is currently being evaluated under an investigation for complaint category (B)(4). A conclusion regarding this issue cannot be made at this time.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that the power supply housing for her pump in style breast pump had split in two.

Manufacturer narrative:
The issue with a damaged pump in style rev p power supply for the pump in style device was evaluated under an investigation for complaint category cc00296, which found that breaches in the rev p power supply housing are the result of an external large force impact and are not the result of a malfunction.